Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report receiving drain complication encountered on the liberty cycler. The fresenius technical support representative assisted the patient with bypassing. There was no patient harm or adverse event, and no medical intervention was required. Upon follow-up, it was reported that the patient did not complete treatment and went into the hospital the next morning with fluid issues, chest and back pain. Patient stated that they tried to perform dialysis on a baxter machine while in the hospital but were unable to complete treatment. Additional information was obtained through the patient's pd nurse. The patient was hospitalized and diagnosed with pleuroperitoneal leak due to a thoracic defect. The patient's pd catheter (not a fresenius product) was also not positioned correctly, both causing the drain issues. The patient required the pd catheter to be removed and the patient has permanently transitioned to hemodialysis. The patient event is unrelated to the liberty select cycler or any fresenius product(s). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).